Event description:
Clinic notes for the patient were received and reviewed. It was indicated that the patient has began to have an increase in seizures. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Implant and warranty registration card was received a battery replacement. Per hospital policy in which the replacement took place, they do not return explants therefore product return cannot be performed. No additional relevant information has been received to date.